Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens explant). Lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, diopter -16.00 into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2018, the lens was explanted due to low vault and lens rotation. Reportedly, it was replaced with an iol. Attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
"Patient has no incidence of cataract but he refused to implant diameter 13.7". Claim # (B)(4).